Event description:
It was reported that the twist clamp separated from the main body of a transfer set. This issue occurred during patient infusion of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the twist clamp and the main body was observed. The reported condition was verified. The cause of the separation was due to broken occluder legs beneath the twist clamp. The cause of the broken occcluder legs could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.